Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient tried connecting the cleo infusion tubing in different directions but noted smell of insulin at the current infusion site. The patient was advised to perform another site change but had run out of supplies. There was a patient involvement and there were no additional adverse consequences.